Manufacturer narrative:
Additional information:h3, h6, h11. H11: the device was received for evaluation. During functional testing, pump failed accuracy test twice was reproduced. The device was tested for flow accuracy and over delivered with 6.41%. A review of event history log revealed no abnormalities that could cause or contribute to the reported problem. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be pressure plate travel which requires adjustment to address this issue.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flow rate accuracy test twice. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.